Manufacturer narrative:
Concomitant medical products: model: d314drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had triggered a high threshold alert. The lead remains in use. No patient complications have been reported as a result of this event.